Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with skinvive¿ by juvéderm®. Patient was injected for a second time in the lips with skinvive¿ by juvéderm® an unspecified amount of time later. Three weeks later, patient believes they caught a non-device related "cold" infection from their child which they believe to have triggered "non-inflammatory, hard lumps on the top and bottom lips". Patient was treated with 15u of hylenex, but symptoms are ongoing. This relates to the second injection of skinvive¿ by juvéderm®.

Event description:
Healthcare professional later reported the patient was treated with additional hylenex and antibiotics.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.